Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported incident that 5 hole pin clamp hoffmann 3 ø4/5/6mm was alleged of issue s-43 (assembling issue) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by aging or poor reprocessing of the device. The device inspection revealed that the device is deformed. Moreover, several marks of usage are visible on it. Moreover the device was manufactured 2 years before the event and was most likely reproccesed several times. However a recurring situation has been identifed therefore a potential nc has been raised to investigate further this potential recurring situation. Please note that the cleaning and sterilization guide (l24002000-en rev. N_ot-rg-1_rev-2_ cleaning & sterilization guide_2015-8332) reads: ''inspection before preparing for sterilization, all medical devices should be inspected. Generally un-magnified visual inspection under good light conditions is sufficient. All parts of the devices should be checked for visible soil and/or corrosion. Particular attention should be paid to: soil ¿traps¿ such as mating surfaces, hinges, shafts of flexible reamers; recessed features (holes, cannulations); features where soil may be pressed into contact with the device, e.g. Drill flutes adjacent to the cutting tip, sides of teeth on broaches and rasps; cutting edges should be checked for sharpness and damage; for devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Functional checks should be performed where possible: mating devices should be checked for proper assembly; medical devices with moving parts should be operated to check correct operation (medical grade lubricating oil suitable for steam sterilization can be applied as required); rotating instruments (e.g. Multiple use drill bits, reamers) should be checked for straightness (this can be achieved by simply rolling the instrument on a flat surface); ¿flexible¿ instruments, e.g. Im reamers, should be checked for damage to the spiral element.* note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. See appendix 2 for further details. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The sales representative reported the following event, the 5 hole pin clamps "seize up" both on the patient and in the box. The screws are locked, it is impossible to unscrew them without using the torque wrench. Moreover, it is impossible to introduce the angle rod in one of the starry prints of the 5 hole pin clamps; the "nip" remains pinch, then the angled rod can't be set up. This event was noticed with the 3 following 5 hole pin clamps.

Event description:
The sales representative reported the following event, the 5 hole pin clamps "seize up" both on the patient and in the box. The screws are locked, it is impossible to unscrew them without using the torque wrench. Moreover, it is impossible to introduce the angle rod in one of the starry prints of the 5 hole pin clamps; the "nip" remains pinch, then the angled rod can't be set up. This event was noticed with the 3 following 5 hole pin clamps.